Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The wheel broke off the right rear frame. He states he is not sure how it broke off. He states there weren't any threads on the caster that goes into the base. He isn't sure if there were supposed to be threads on the fork.